Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a open right hemicolectomy, the staples at the distal end part of the cartridge were formed in lumbricoid shape at the 2nd firing. The device was used on an existing staple line. The deployed staples on the existing staple line were formed as intended, but the staples on the intestinal membrane were malformed. Additional suture was performed to complete the case. The operation was right colectomy under laparotomy, and the event happened to the second functional end to end anastomosis (feea). The most important colonic segment and dst were stapled completely, but there was unformed stapling of the mesentery which was located the tip of the anvil folk. The second postoperative day, the patient is stable. There were no adverse consequences to the patient.